Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed numerous kinks throughout the shaft of the device. Additionally, it was found that the collar was also kinked. Media provided by the customer shows the collar damaged.

Event description:
It was reported that the collar was damaged. The guidezilla guide extension catheter was selected for use. A balloon catheter could not reach the lesion through the extension catheter as there was a collapse at the connection point of the extension catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that the collar was damaged. The guidezilla guide extension catheter was selected for use. A balloon catheter could not reach the lesion through the extension catheter as there was a collapse at the connection point of the extension catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).